Event description:
It was reported that the patient presented to the hospital for unrelated reasons. High pacing impedance, decrease in sensing and high capture thresholds were observed. The patient is septic. Physician does not allege the cause of the infection is related to the system. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Late due to re-evaluation of event.